Event description:
It was reported that the device was on a dive platform on a boat and someone bumped into it and it fell into the water. No device malfunction has been alleged, but out of an abundance of caution a report is being submitted.